Manufacturer narrative:
.

Event description:
During index procedure the patient had two endeavor sprint drug-eluting stents implanted in the rca. Four days later stent thrombosis was confirmed with associated clinical signs and symptoms of mi. The patient was treated with ballooning to the rca. Investigator indicated that the reported event was not related to the study device. Patient is reported to have recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.